Event description:
It was reported that patient underwent primary hip procedure on an unknown date. Revision procedure was performed on an unknown date due to septic infection.

Manufacturer narrative:
The reason for revision of the returned components was stated as being "septic infection." On revision it was noted that there was damage to the taper interface. Evaluation of the returned items showed the bearing surfaces initially looked in good condition, but a ring around the head could be seen. This could be indicative of microseparation leading to contact of the femoral head with the rim of the shell. The increased stress at the interface could have resulted in increased motion between the two components causing wear and tribocorrosion. The tribocorrosion products would probably have resulted in the blackening of the surfaces and areas of measured penetration. The presence of some wear scars also indicate that some relative movement between the two components had occurred. Another alternative is that joint laxity allowed eccentric movement of the head within the cup. This would then have resulted in the abnormal wear of the head. In addition to this, it would have allowed the lubricating film to break down which could have increased the friction of the joint and resulted in higher stresses at the taper interface. In conclusion, the joint was revised due to septic infection. There is some abnormal wear on the head of the prosthesis. The source of this wear could have resulted in abnormal loading of the taper and consequent taper tribocorrosion, but no definite conclusion can be made.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.